Event description:
It was reported that a malfunction occurred with the customer's pump displaying a malf 24 error code. There was no adverse impact to the customer's blood glucose level. The customer received a replacement pump from technical support, who instructed the customer to return the malfunctioning pump within 10 days to avoid charges. The customer was informed on how to program settings into and connect their cgm to the replacement pump. Comprehensive return instructions and storage mode guidance were also provided, and alternative insulin delivery was ensured through multiple daily injections (mdi).